Event description:
Account experiencing erratic calcium recovery. The following pt examples were provided. Pt 1, initial gave 1.7 mg/dl; repeat gave 9.4 mg/dl. Pt 2, initial gave 2.5 mg/dl; repeat gave 9.5 mg/dl. Erroneous results were not reported. The field svc rep determined the cause to be contamination in the fluidics system, and decontaminated the water system and replaced f4 and degasser filters. Performance tests were performed.